Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 383536, batch no: unknown. When one of the staff opened up the box of IV caths, several pkgs did not have the printing on the outer label of the pkg.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that the top webbing was slightly misaligned, print was missing, and black tape was present on the packaging confirming your reported issue. Sensors are used during the manufacturing process to detect the black tape and stop printing. It is the operator¿s responsibility to ensure that packages with black tape are discarded. Presence of the black tape and blank labels indicate the most likely cause is operator error.

Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 383536 batch no: unknown when one of the staff opened up the box of IV caths, several pkgs did not have the printing on the outer label of the pkg.